Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is nicked/chipped-rejectable near the gusset area. The optic is torn/split-cut and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "torn." The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was torn when it was passing in the cartridge, and the next step to insert it, it was normal. It was necessary to use another lens. The problem could not be noticed before using the product. The incision had been made. The procedure was completed in the same date with no delay. There was no harm to the patient and patient was not hospitalized.